Event description:
Revision surgery was performed for unknown reasons.

Manufacturer narrative:
Summary of evaluation: the acetabular component was not returned for evaluation. Attempts to obtain the device and/or device information have been unsuccessful.